Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding patient receiving intrathecal unknown morphine 25 mg/ml at 15.253 mg/day via an implanted pump for spinal pain. The reporter was alleging underinfusion and reservoir volume discrepancies began ¿two pump refills ago¿. The event date was 2016 (one month to six weeks ago). There was 5cc more than expected for both refills. The pump event logs were normal. The rep was at the case where they were explanting the pump on the date of this report. Withdrawal symptoms began on (B)(6) 2016 ¿very noticeable symptoms¿ and the onset was unknown. The patient had also been having a ¿lack of pain relief¿ about three months ago (exact onset unknown). An inflammatory mass was ruled out. Additional information as received from the rep indicated the cause was not determined. The physician was able to aspirate appropriately and felt it was the pump. The reporter was unaware if withdrawal symptoms had resolved with the new pump. The pump was sent in for analysis after the procedure. They hcp had printouts of patient logs showing no stalling or stopping issues. A rotor and dye study were not performed. The reason for device removal was noted as ¿device-related¿.

Manufacturer narrative:
Analysis of the pump on 2016-07-20 revealed overinfusion of an undetermined root cause. During testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Per the deviation, this pump will be subjected to long term dispense and weight testing, using last known infusion rate from full to empty. Additional information will be provided as it becomes available regarding long term testing. As per the pump¿s log, morphine with concentration 25.0 mg/ml was being administered via a flex dose rate of 15.253 mg/day. (B)(4).

Manufacturer narrative:
This pump was subjected to over-infusion (oi) CAPA testing. The return product analysis (rpa) re-visited to finish out analysis steps. The pump logs were free from any anomalies, therefore not requiring this pump to be put through full destructive analysis as per lab process. Analysis is complete. Current analysis coding will remain unchanged.

Event description:
Additional information was received via a healthcare provider. The patient¿s weight at the time of the event was (B)(6). The lack of therapy and withdrawal symptom were noted as having been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.